Event description:
Per the physician, approximately 3-4 months prior to this report, the outsourced refill company complained of difficulty filling the patient¿s pump. The patient was seen in the office for the next refill approximately six weeks later and the physician could not aspirate or push any medication into the pump. The patient had been having underdose symptoms and less the 50% therapy relief; the patient had a decrease in symptom relief. The patient was taken to surgery on the date of this report. During the procedure, a white milky substance was found in the pump pocket surrounding the pump and the sutureless connector segment of the catheter. The pump was replaced and the proximal portion of the catheter was replaced due to the white milky substance. The physician pushed normal saline through the catheter access port of the explanted pump with the removed portion of the sutureless connector still attached and fluid flowed freely. The physician aspirated approximately .5 ml of fluid from inside the pump; the expected amount was 16 ml. It was noted that the patient was on a high concentration of medication. It was suspected that the patient had a pocket fill and that the white milky/powdery substance inside the pocket could have been crystalized medication. The substance was cultured and sent to the lab; it was unknown what exact tests were ordered; and the results were not available at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. After the replacement, the patient was receiving effective therapy. The device system was delivering dilaudid (20 mg/ml), bupivacaine (40 mg/ml), and clonidine (200 mcg/ml).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type accessory. (B)(4). Analysis of the pump found ¿reservoir access issues due to residue ¿ before internal decontamination¿. The sutureless connector was returned for analysis. Analysis of the sutureless connector found no significant anomaly - there was coring in the seal of the sutureless connector cup; no leak was seen.